Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa nano system (lot number 471160, expiration date 02/28/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer received a result of 338 mg/dl on the mobile system, and a result of 120 mg/dl on the performa nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.